Manufacturer narrative:
Event date is estimated. Further information has been requested, but has not yet been received.

Event description:
It was reported that patient has as inoperable ipg. It is unknown when the patient lost therapy. Further information is pending.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.